Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that his one touch basic original meter was not powering on. In addition, the pt reported that the meter was prompting an unspecified error message prior to when the power issue began. The complaint was classified based on the conversation the customer care advocate (cca) had with the pt, since the medical affairs specialist (mas) was unable to contact the pt by phone. The pt reported that the unspecified error message began approximately one week prior to contacting lfs. The pt informed the cca that he generally tests his blood glucose 3x/day and manages his diabetes with insulin (type and dose unknown). It is unknown if the pt took any action regarding his diabetes management as a result of the issue. Sometime after the alleged error message began appearing, the pt claimed he went to the hospital on several occasions to get his blood glucose tested since he was unable to test on the subject meter and was treated with insulin during the visits. At an unspecified time on original date, the pt reported developing symptoms of "sweaty and blurred vision." The afternoon he went to the hospital (last visit prior to contacting lfs), and obtained a reading of "230 mg/dl" on the hospital meter and reported being treated with 16 units of novolin and 8 units of novolog insulin. At the time of troubleshooting, the cca was unable to verify the specific error message that was appearing due to the reported product no longer powering on. The issue remained unresolved. Replacement products were sent to the pt. This complaint is being reported because the pt claims he was unable to test his blood glucose due to the reported issue and reportedly was treated by an hcp for hyperglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and stirps for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or stirps do not pass inspection, lifescan will inform FDA of the results in a supplemental report